Manufacturer narrative:
Complaint allegation is confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is attributed to user error of the device due to over-torquing/over-engaging the driver within the screw head.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 9/7/2023, it was reported by a sales representative via (B)(4) that an ar-18800-03 self retaining drive shaft and an ar-18800-04 non-retaining driver shaft had an issue. While inserting a cortical screw, the ar-18800-03 self retaining drive shaft started to torq out and wasn't retaining screws. The device was switched to an ar-18800-04 non-retaining driver shaft, and while inserting another screw, the driver's head broke off inside the screw head. The piece was recovered, and the case was completed by switching to a solid blue handle t6 driver in the trauma mini frag tray 2.0 screw caddy. This was discovered during a met shaft fracture procedure on (B)(6) 2023, with no reported patient harm. Additional information received on 9/19/2023: there was a 1-5 minute delay in the procedure.